Event description:
The customer called regarding assistance with changing the basal rates. The customer stated that he goes low while he is sleeping and wakes up sweaty. Advised the customer to contact his doctor, and he declined to troubleshoot. The customer believes that his basals are too high while he is sleeping. Assisted the caller through changing the basals and advised him to call back if any further assistance is needed. A follow up was conducted, and found that the customer was hospitalized with low blood glucose caused by too insulin and not eating properly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.